Event description:
During an in-clinic follow-up, oversensing, increased pacing impedance, increased capture threshold resulting in a functional loss of capture were observed on the right ventricular (rv) lead. Lead fracture was suspected but not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.